Event description:
The reporter stated the surgeon inserted a aa4203tl 17.00 se/3.5 toric optic silicone single piece lens. The lens tore during insertion into the patient's eye. The surgeon enlarged the incision and cut the lens to remove from eye. Backup lens was implanted and one suture was used to close the wound. Stated the foam tip plunger was bent and damaged the lens. Noted the foam tip plunger was bent prior to use. The injector, cartridge and ftp were discarded by the facility.

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic and half of the other and half of optic torn off and missing. There was evidence of clear surgical residue. Evaluation: method - foam tip plunger, injector and cartridge lot number search. Results - a foam tip plunger, injector and cartridge lot number searches were performed and no similar complaints were found within the same work order. (B)(4).